Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01677. Proposed component code: mechanical (g04) head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superior and likely posterior dislocation as well as disengagement of the acetabular cup polyethylene liner. This complaint was confirmed based on the provided x-ray review. DHR was reviewed and no discrepancies related to the reported event were found. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip revision approximately two months post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 00711505432/32mm i.d. With constraining ring cemented constrained liner use with 54mm o.d. Shell/do not use with skirted heads/lot #: 64727011. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.